Event description:
Had peritoneal port-a-cath placed in 2002. It became nonfunctional-old catheter and post removed; new one inserted in 2003. Fracture occurred between 2 sutured edges. Bard port inserted in 2003 in peritoneum.